Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) software would not load. The cns screen was black and all that was visible was the mouse cursor. They customer had already rebooted the unit at least twice and after swapping the hard disk drives with no resolution.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the loaner central nurse's station (cns) software would not load. The cns screen was black and all that was visible was the mouse cursor. They customer had already rebooted the unit at least twice and after swapping the hard disk drives (hdd) with no resolution. No patient harm or injury was reported. Investigation summary: the customer reported full disclosure issues on ticket 89483 (cns: pu-621ra, sn: (B)(6)). An exchange was initiated, and a loaner device (this cns: pu-621ra, sn: (B)(6)) was sent to the customer. When the loaner device arrived at the customer's facility; they reported hdd failure for the loaner device. Nihon kohden technical support (nk ts) opened this ticket (89631) and initiated a second exchange. While processing a second device for exchange, the original customer owed device was evaluated and repaired. Nk ts instead of sending a second loaner unit, sent the repaired customer owned device back to the customer. With the information available, a root cause for the loaner cns failure cannot be determined. The loaner cns was evaluated prior to shipment to the customer's facility and all quality tests were passed and the unit was functioning per manufacture's specification. The most likely cause of failure was physical damage during shipment to the customer. Hdd failure: the hdds are electronic components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear.

Manufacturer narrative:
The biomedical engineer (bme) called to report that cns software would not load. Cns screen was black and all he can see is the mouse cursor. Customer has already rebooted the unit at least twice and it never fully loads into the software. Customer tried rebooting after swapping hard drives, however issue persisted. Customer was not aware if there were any telemetry devices in use at the time of the issue. Customer has 6 transmitters assigned to this unit, however was unsure if any were in use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the unit: model #: ni, sn #: ni, device manufacturer date: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The biomedical engineer (bme) called to report that cns software would not load. Cns screen was black and all he can see is the mouse cursor. Customer has already rebooted the unit at least twice and it never fully loads into the software. Customer tried rebooting after swapping hard drives, however issue persisted. Customer was not aware if there were any telemetry devices in use at the time of the issue. Customer has 6 transmitters assigned to this unit, however was unsure if any were in use.